Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that during a follow-up approximately 1 1/2 month post procedure, a endoleak type 1a and aneurysm enlargement were observed. The physician then decided to explant the devices and open repair. It was stated that there were no issues noted with the limbs, but they were explanted along with the main body stent graft. As per the physician, cause of the event was device oversized. No additional clinical sequalae were reported and the patient is fine.